Event description:
In 2009, new info was received from service site indicating that during repair of the unit, no audio was observed.

Manufacturer narrative:
In 2009, new info was provided indicating that no audio was discovered during the repair of the device. The problem was isolated to the speaker assembly.